Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted and replaced due to progressive discomfort in the ins pocket. It was noted that there were no positional variations when the patient was lying, sitting, or walking. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3987a, lot# n088746, implanted: 2006 (B)(6), explanted: na. Product typ lead product ID 3987a, lot# n088746, implanted: 2006 (B)(6), explanted: na. Product typ lead product ID 37742, serial# (B)(4). Product typ programmer, patient product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Product typ extension product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Product typ extension product ID 3487a-56, lot# v016952, implanted: 2007 (B)(6), explanted: na. Product typ lead product ID 3487a-45, lot# v015378, implanted: 2007 (B)(6), explanted: na. Product typ lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the internal neurostimulator model 37711, serial# (B)(4), found no anomaly was present and that the device was fu nctionally okay. It was also noted that a good stable output was observed on all electrode (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.